Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during service it was found that the device had damaged bearings. The device was not used during surgery. However, it is unknown if there was patient injury or medical intervention. No additional information available.